Manufacturer narrative:
(B)(4). The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. The additional xience xpedition referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 90% stenosed mid and proximal right coronary artery (rca). On (B)(6) 2015, a 3.5 x 23 mm xience xpedition stent was implanted in the proximal rca and a 3.5 x 28 mm xience xpedition stent was implanted in the mid rca, overlapping one another. A non-abbott stent was implanted in the posterior lateral artery. Intravascular ultrasound (ivus) was performed and the stents were confirmed to be well apposed to the vessel wall. On (B)(6) 2015, the patient complained of chest pain and angiography confirmed thrombosis. Aspiration was performed to remove the thrombosis and the lesion was dilated with a non-abbott balloon catheter. Antiplatelet drugs were changed and the patient is fine. No additional information was provided.

Event description:
Subsequent to the initial MDR being filed, the following information was received: primary disease at time of stent deployment was angina. The procedure was an elective procedure. No anomaly noted in the blood test results(act,ck). Thrombolysis in myocardial infarction(timi)flow pre-procedure: 3. Post-procedure: 3. Date of discharge from the hospital: (B)(6) 2015. Anti-platelet medication: bayer aspirin (from unk date and onwards) dose: 100mg/day; plavix (from (B)(6) 2015 aborted on (B)(6) 2015 due to thrombosis formation) dose: 75mg/day; effient (from (B)(6) 2015 and onwards) dose: 3.75mg/day; anplag (from (B)(6) 2015) dose: 300mg/day).

Manufacturer narrative:
(B)(4).